Event description:
It was reported that a pathfinder nxt fixed percutaneous rod inserter was found to be worn. Product analysis of the returned device revealed that the tip was deformed.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device.